Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 1998 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent mccall culdoplasty due to pop. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, recurrence, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2008 due to recurrence. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 7/18/2017